Event description:
When powering on, the autopulse platform (sn unknown) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was emailed instructions to clear the error by technical support. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.